Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported that the handheld switches off, even with a fully charged battery. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. External inspection revealed a scratch on the screen and a cracked battery cover. The device was unable to power on using battery power, the unit did power on when docked into the docking station however the charging led indicator is not illuminated. When powered on a small line through the screen was observed. The device was able to obtain readings and alarmed audibly and visually under alarm condition. Internal inspection revealed corrosion on the battery contacts, corrosion inside the battery pack and a cracked battery pack cover. The battery and lcd modules were replaced and the unit functioned as designed.